Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000mcg/ml baclofen at 184.3mcg/day via an implantable infusion pump for intractable spasticity. It was reported that about a year after the implant of the catheter ((B)(6) 2015) the patient noticed a bump at the catheter site. The patient's former physician noted that it was probably swelling, but their new physician examined it and ordered a catheter revision. The catheter revision occurred on (B)(6) 2018 and this resolved the issue. No further complications were reported.